Event description:
It was reported that the patient experienced a frequent and extending ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and five months ago from the date the manufacturer was made aware.